Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that during check after the software smr upgrade the controller failed the test at step: disconnect power sources with a no "no power alarms" sounds. An elective controller exchange was performed and it was stated that there were no effects or consequences to the patient, and he was doing fine the whole time. No additional information available.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of no sound was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to the no power alarm remained silent when both power sources were disconnected from the controller. The controller internal battery that supplies power for the no power alarm was found depleted and with signs of leakage. The confirmed malfunction is related to the reported event. The most likely root cause of the no power audible alarm failure can be attributed to a faulty internal battery. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.